Event description:
After a cs33 stapler had been fired in a lower anterior resection procedure, the device could not be separated from the tissue, and had to be excised. The procedure was completed by means of another device.

Manufacturer narrative:
The device was visually examined and was found to have a damaged clamp drive clip. The damage must have occurred some time during the procedure, and is consistent with the reported complaint. However, physical evidence on the stapler showed that it has normal staple formation and cut. Evaluation summary: damaged clamp drive clip may have caused auto open failure and that may have made it difficult to remove dlu from the tissue. However, observation from the cut ring and the pockets showed normal staple formation and cut.